Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported particulate. The tubing set was being used to deliver an unspecified concentration of fluorouracil, at an unspecified rate, via a gemstar pump. After an unspecified length of time after the delivery was started, it was reported that a small piece of plastic was noted in an unspecified location of the tubing set. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.